Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "na went to change patient noticed large amount of blood when rn checked found that b braun IV line had separated at the y-port. The line was not cut it actually came loose from y-port connector. The line was connected to the infusion lumen of the vas cath which was the reason for the large amounts of blood." No injury reported.